Event description:
Information was received indicating that the calibration to a smiths medical level 1® hotline® low flow system was noted to be off. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was dirty and scuffed. The unit was also missing the 390 block assembly, and the line cord was old and worn. The device contained an old style pcb, enclosure and drain fitting. The investigator subsequently attached block assembly and attempted to calibrate the device. The customer reported product problem was confirmed during testing. The calibration was off. The product problem was attributed to a bad pcb board. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.